Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry door was unresponsive and doesn't open when using the pendant. No patient was involved.

Manufacturer narrative:
The motion control box for the gantry was returned to the manufacturer for evaluation. After function testing, performance testing, visual/physical examination and usability inspection the reported issue was confirmed. The box was installed on a known good system, it prompted to calibrate, motion calibration failed and a loud grinding noise was heard during calibration. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry door was unresponsive and doesn't open when using the pendant. No patient was involved.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the gantry motion controller was replaced on the unit. In addition, the firmware for the unit was updated. The imaging system then passed the system checkout and was found to be fully functional.